Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia] overdose of insulin [overdose] plunger does not push the insulin, device does not dispense the medication [device failure] novopen 4 device broke [device breakage] did not perform flow test with a new needle, use clicks to estimate the dose [wrong technique in product usage process]. Case description: this serious solicited report from chile was reported by a consumer as "hypoglycemia(hypoglycemia)" beginning on (B)(6) 2025 , "overdose of insulin(drug overdose)" with an unspecified onset date , "plunger does not push the insulin, device does not dispense the medication(device failure)" beginning on 2025 , "novopen 4 device broke(device breakage)" beginning on 2025 , "did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process)" with an unspecified onset date and concerned a 81 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , insulatard penfill (insulin human isophane 100 iu/ml) from 1999 for "diabetes", , insulatard hm vial (insulin human isophane 100 iu/ml) from unknown start date and ongoing for "diabetes mellitus". Patient received education at the diabetes foundation when the first device was provided. Patient is currently using an insulin vial and fill a syringe. Patient use clicks to estimate the dose and in some case verify with the doser numbers. Patient reported that there are changed in diet but didn't specify which. On (B)(6) 2025 the outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "overdose of insulin (drug overdose)" was not recovered. The outcome for the event "plunger does not push the insulin, device does not dispense the medication (device failure)" was not reported. The outcome for the event "novopen 4 device broke (device breakage)" was not reported. The outcome for the event "did not perform flow test with a new needle, use clicks to estimate the dose (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - hypoglycemia(hypoglycemia) : probable overdose of insulin(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : unknown company's causality (novopen 4) - hypoglycemia(hypoglycemia) : possible overdose of insulin(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : possible reporter's causality (insulatard penfill) - hypoglycemia(hypoglycemia) : possible overdose of insulin(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : unknown company's causality (insulatard penfill) - hypoglycemia(hypoglycemia) : possible overdose of insulin(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : possible reporter's causality (insulatard hm vial) - hypoglycemia(hypoglycemia) : possible overdose of insulin(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : unknown company's causality (insulatard hm vial) - hypoglycemia(hypoglycemia) : possible overdose of insulin(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle, use clicks to estimate the dose(wrong technique in product usage process) : possible since last submission case has been updated with the following: -device tab: trained user and operator of the device updated -events inappropriate drug extraction with syringe and health care provider instructions for product use lacking were removed -verbatim for the event wrong technique in product usage process and drug overdose was updated -narrative and device narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00209. Reference notes: medwatch 3500a MFR. Report number.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemi [hypoglycaemia], patient is using syringes to administer insulatard penfill [wrong technique in product usage process], overdose of insulin, administered with a syringe due to the technical complaint [overdose], plunger does not push the insulin, device does not dispense the medication [device failure], novopen 4 device broke [device breakage], did not perform flow test with a new needle [wrong technique in product usage process], patient did not receive education on product use [product communication issue]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height, weight and body mass index was not reported. This serious solicited report from chile was reported by a consumer as "hypoglycemi(hypoglycemia)" beginning on (B)(6) 2025 , "patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe)" with an unspecified onset date , "overdose of insulin, administered with a syringe due to the technical complaint(drug overdose)" with an unspecified onset date , "plunger does not push the insulin, device does not dispense the medication(device failure)" beginning on 2025 , "novopen 4 device broke(device breakage)" beginning on 2025 , "did not perform flow test with a new needle(wrong technique in product usage process)" with an unspecified onset date , "patient did not receive education on product use(health care provider instructions for product use lacking)" with an unspecified onset date and concerned a 81 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , insulatard penfill (insulin human isophane 100 iu/ml) from 1999 and ongoing for "diabetes", , insulatard hm vial (insulin human isophane 100 iu/ml) (50 iu, qd (34 iu in the morning and 16 iu at night),) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: insulatard penfill: ??-???-1999 to not reported, ??-???-2023 to not reported (dosage regimen ongoing); insulatard hm vial: not reported. Current condition: hypertension, vision problems due to the patient's age., diabetes, cholesterol. Concomitant medications included - losartan, atenolol, atorvastatin, bonavid(colecalciferol), forxiga(dapagliflozin propanediol monohydrate). On an unspecified date, patient's family member (reporter), who was the user of insulatard pen-fill, requests a novopen 4 device, stating they had one, but it broke. Reporter states that the plunger does not work, when the dose button was pressed, the dose counter resets to zero, but the plunger does not push the medication. User can select the dose (units to administer), but when pressure was applied (pressing the dose button) the cartridge with the device does not dispense the medication, as if it does not have strength. Due to the device failure, the patient administered insulatard insulin from a vial using syringes on (B)(6) 2025, saturday, patient experienced hypoglycemia. As a result, patient was very cold and had difficulty moving. Reporter states they discovered that the syringes used had different unit markings some 100 iu and others 50 iu which raises suspicion that a 16 iu dose may have not been administered correctly and that more units might have been given, suggesting the adverse event was caused by an overdose of insulin. They went to emergency department, where patient was given IV fluids (not specified) and then recovered after eating, about one hour later (no further details about the episode or the medications given in the IV were reported). Reporter indicated that the novopen 4 has not been used since it failed several years ago, and that recently tried to test it with an insulin cartridge from those years and the same issue oc-curred. Batch numbers: novopen 4: yug0967, insulatard penfill: has been requested, insulatard hm vial: has been requested. Action taken to insulatard penfill was reported as no change. Action taken to insulatard hm vial was reported as no change. Event abated after use stopped or dose reduced for insulatard doesn't apply event reappeared after reintroduction of insulatard doesn't apply. On (B)(6) 2025 the outcome for the event "hypoglycemi(hypoglycemia)" was recovered. The outcome for the event "patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe)" was not recovered. The outcome for the event "overdose of insulin, administered with a syringe due to the technical complaint(drug overdose)" was not recovered. The outcome for the event "plunger does not push the insulin, device does not dispense the medication(device failure)" was not reported. The outcome for the event "novopen 4 device broke(device breakage)" was not reported. The outcome for the event "did not perform flow test with a new needle(wrong technique in product usage process)" was not reported. The outcome for the event "patient did not receive education on product use(health care provider instructions for product use lacking)" was not reported. Reporter's causality (novopen 4) - hypoglycemi(hypoglycemia) : probable patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : unknown overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle(wrong technique in product usage process) : unknown patient did not receive education on product use(health care provider instructions for product use lacking) : unknown . Company's causality (novopen 4) - hypoglycemi(hypoglycemia) : possible patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : possible overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle(wrong technique in product usage process) : possible patient did not receive education on product use(health care provider instructions for product use lacking) : possible . Reporter's causality (insulatard penfill) - hypoglycemi(hypoglycemia) : possible patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : unknown overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle(wrong technique in product usage process) : unknown patient did not receive education on product use(health care provider instructions for product use lacking) : unknown . Company's causality (insulatard penfill) - hypoglycemi(hypoglycemia) : possible patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : possible overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle(wrong technique in product usage process) : possible patient did not receive education on product use(health care provider instructions for product use lacking) : possible. Reporter's causality (insulatard hm vial) - hypoglycemi(hypoglycemia) : possible patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : unknown overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : unknown plunger does not push the insulin, device does not dispense the medication(device failure) : unknown novopen 4 device broke(device breakage) : unknown did not perform flow test with a new needle(wrong technique in product usage process) : unknown patient did not receive education on product use(health care provider instructions for product use lacking) : unknown company's causality (insulatard hm vial) - hypoglycemi(hypoglycemia) : possible patient is using syringes to administer insulatard penfill(inappropriate drug extraction with syringe) : possible overdose of insulin, administered with a syringe due to the technical complaint(drug overdose) : possible plunger does not push the insulin, device does not dispense the medication(device failure) : possible novopen 4 device broke(device breakage) : possible did not perform flow test with a new needle(wrong technique in product usage process) : possible patient did not receive education on product use(health care provider instructions for product use lacking) : possible references included: reference type: e2b company number reference ID#: (B)(4) reference notes:

Event description:
Case description: investigation results name: novopen 4, batch number: yug0967 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: insulatard penfill 5 x 3 ml 100 ui/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: insulatard (vial) 1 x 10 ml 100 ui/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report was removed device addendum tab: annex b c d g codes updated narrative updated accordingly. Final manufacturer comment: on 26-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and comorbidities are significant confounding factors for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard. H3 continued: evaluation summary name: novopen 4, batch number: yug0967 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.